Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient family member that the patient has been seen in the emergency room (ER) multiple times and has been told that there is an issue with a "defective wire" and it needs to be replaced. Follow-up was attempted with the clinic however, no record of the patient could be found. It was noted by the patient family member that the issue has been discussed with a physician and a device check has been done. The lead remains in use. No patient complications have been reported as a result of this event.